Event description:
Reporter alleged obtaining the results of 79 mg/dl and 152 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter stated that patient was admitted to the hospital intensive care unit, on an unspecified date, "post code-blue." Reporter stated that patient was subsequently diagnosed with third-degree atrioventricular block. No information about treatment received for cardiac problem was provided. On (B) (6) 2010, at 3:20 am, patient's blood glucose was measured, on the inform system, with a result of 117 mg/dl. No treatment was reported at this time. Approximately 45 minutes later, an arterial [femoral] sample was tested on a laboratory instrument, with a result of 25 mg/dl. Reporter noted that, based on this result patient was treated with ½ amp of d50. Patient's blood glucose was retested, at 4:20 am, on the inform system, with a result of 100 mg/dl. At an unspecified time, on (B) (6) 2010, a nephrologist was reportedly consulted who advised hospital staff that, because patient receives peritoneal dialysis, with dialysate extraneal (a labeled interferent for the comfort curve test strips), her blood glucose must be measured on laboratory instruments only. Reporter did not indicate if this directive was given before or after the above reported values were obtained on the inform system. Reporter noted that patient's current condition is listed as "stable;" however, no additional information about patient's prognosis was provided. The manufacturer requested the return of the inform system for evaluation.